Event description:
It was reported that for (B)(6) the patient obtained elevated blood glucose readings ranging from 200 mg/dl to 300 mg/dl. On the morning of (B)(6) 2011 the patient tested her blood glucose level, result not provided, then ate breakfast. The patient did not take a bolus dose of insulin via the pump to compensate for the meal. Afterwards, the patient became ill at school with symptoms of vomiting and large ketones. The patient was taken to the emergency room, and received treatment with insulin. While hospitalized, the patient went back on the insulin pump. The patient alleged the pump was not delivering boluses, as she ate dinner then took a bolus dose, and her blood glucose level rose from 190 mg/dl to 387 mg/dl. Troubleshooting revealed all programming was correct, the pump date/time were set correctly, the basal/bolus totals delivered matched those programmed. The patient's technique was incorrect by not taking a bolus dose of insulin after breakfast. However, as the patient subsequently suffered symptoms suggesting severe hyperglycemia and received emergency medical attention, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the daily insulin delivery totals correctly reflected the user programmed basal rates. No activity outside normal use was observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.